Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port. It was reported air was drawn into carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small when replacing the ablation catheter for cavotricuspid ishmus (cti) after pulmonary vein isolation (pvi). Then ablation was conducted with sl catheter without the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The procedure was completed without any problems. The hemostatic valve itself was not broken. Negative pressure was applied and air was drawn into the sheath. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive fore manipulation was applied; however this could not be conclusively determined. This finding has been reviewed and assessed as an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The hemostatic valve broken in the star section, observed during the analysis, could be related to the damage reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(6).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port. It was reported air was drawn into carto vizigo¿ 8.5f bi-directional guiding sheath small when replacing the ablation catheter for cavotricuspid ishmus (cti) after pulmonary vein isolation (pvi). Then ablation was conducted with sl catheter without the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The procedure was completed without any problems. The hemostatic valve itself was not broken. Negative pressure was applied and air was drawn into the sheath. No air was introduced to the patient. No medical intervention was required and no neurological symptoms were observed. The complaint vizigo was exchanged to other sheath introducer. A rf needle by japan lifeline was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).